Event description:
I had renessa done, and it has made my incontinence from bad to worse, even after having bladder repair "sling". It has stayed bad, and hasn't improved. I believe that renessa has ruined my way of life, and has created many problems. Am I the only one that has complained, or are there others. Renessa claims it is the dr's problem, because of their disclaimers to them. The dr has me taking detrol-la, and so far, no relief after two weeks what recourse do we have, if any?